Event description:
It was reported that the customer was in the emergency room due to high blood glucose over 600mg/dl. The caller stated that the customer did feel sick and was vomiting. Troubleshooting was performed. It was stated that the customer's blood glucose was in the low 200s mg/dl before bedtime. The customer woke up the next day feeling sick and ended in the hospital. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found low battery, low reservoir, and no delivery alarms. The caller stated that the infusion set was already remove and discarded. The customer did not have another infusion set. It was mentioned that her site is sore and irritated. After reviewing the prime history, it was found that the customer wears the infusion set for up to eight days. Reminded that the customer should change the infusion set and reservoir every two to three days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.